Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was rebooted and continued to be used. A sales rep visited the site, reviewed the alarm log and identified that a ventilator inoperative condition had been previously recorded as well. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The device was evaluated by service and the reported issue was not duplicated but error codes were found in the event log. The device's main board was replaced to address the issue.